Event description:
I was called to the operating room to find an eea stapler 25mm 3.5 xl. This stapler was available and used during surgery, however the surgeon was not satisfied with the anastomosis created and requested a second eea stapler 25mm 3.5 xl. Another stapler was not available despite looking in known supply areas in the operating room and trying to reach various levels of personnel in supply chain in a timely manner. The surgeon made the decision to use eea stapler 25mm 4.8 xl instead. No patient harm, surgeon was not satisfied with the anastomosis.